Event description:
During a laparoscopic cholecystectomy procedure, the clips scissored. No pt injury was reported.

Manufacturer narrative:
6/24/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.